Event description:
It was reported to philips that system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirm that the system was unable to boot up. Upon remote troubleshooting, rse found that the machine was not switching on. The philips field service engineer (fse) went onsite and found issue related to software. To resolve this issue, fse reloaded the ghost software. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.